Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite case study was returned and reviewed. Lesion times were applied at a power setting that exceeded the recommended maximum lesion time for that wattage, per the tactiflex catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. This device is part of (B)(6) study.

Event description:
Following an atrial fibrillation procedure, a pericardial effusion occurred. The patient exhibited fatigue and chest pain and was admitted for an echocardiogram on 11 september. The echocardiogram diagnosed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. On 14 september, the patient had stroke like symptoms. A computed tomography angiography was performed on the patient's head and confirmed a cerebrovascular accident (cva). The patient developed several embolic cva's and subsequently expired on 18 september. The cause of death was sepsis and was not related to the procedure.